Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse performed a total service call. The cse found the acid dispense port was not working properly. The cse replaced the acid dispense port. The cse ran calibration and quality control (qc) in duplicate, resulting in range. A siemens headquarters support center (hsc) specialist reviewed the event. Hsc stated that the damaged acid dispense would not have caused the discordant results. The cause of the discordant, falsely elevated human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated human chorionic gonadotropin results were obtained on two patient samples on an advia centaur cp instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on the same advia centaur cp instrument. Sample ID: (B)(6) resulted lower twice and once elevated. The customer repeated the same sample on an alternate advia centaur cp instrument five times, resulting lower than the original result. Sample ID (B)(6) was repeated on the same instrument, resulting higher. The same sample was repeated on an alternate advia centaur cp instrument, resulting lower. The customer reported out <2.0 ng/ml to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated human chorionic gonadotropin results.